Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported she noticed ten tampons had strings bunched up inside of the applicators prior to use. The tampons were not used.